Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the fluid temperature delivery verification test. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed heater bag temperature test = 26.2 c, timeout occurred during fill, 26.3 c and 26.3 c (range 35.0 to 39.0 c) due to se1103 (heater plate failed) during rite (return instrument test/evaluation) functional test but the device passed rite electrical test. The assignable cause for se1103 was determined to be opened heater element resistance. Baxter will continue to monitor similar reports to determine if further actions are required.